Event description:
The cobalt bone cement was opened as usual and mixed as usual, but it was extra dry and slightly darker blue than expected. Dr. Asked for another batch, and unfortunately the first batch was discarded.